Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with instructions to repair the device; in addition, it was reported that a battery had been ordered. However, could not be confirmed if the issue was resolved, as the customer did not respond to additional attempts for follow up. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator is not powering on, and the fan cycles on and off. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator has a fan that cycles on and off. The customer reported that the device was connected to an outlet, but the device does not power on, and the battery light is flashing, and the fan cycles on and off. During troubleshooting, the rse reported that the battery voltage equals 13 volts. The rse then informed the customer, that device is operating as normal when the battery is low, and when the battery is charged, the flashing light will stay solid, and the fan will stop cycling. The rse advised the customer to fully charge the battery before returning the device to service. The investigation is ongoing.